Event description:
It was reported that during an orif right femur procedure, the threaded portion of the driving cap broke off into the radiolucent insertion handle. The broken fragment is stuck in the radiolucent insertion handle and was unable to be retrieved. Surgeon then hammered the radiolucent insertion handle instead to complete the procedure. During the insertion of the helical blade, the head of the helical blade coupling screw popped off while the surgeon was hammering the helical blade coupling screw. Nothing broke into the patient. All broken fragments were retrieved except for the broken fragment of the driving cap which remains in the aiming arm. Surgeon completed the procedure with no further problems. This is report 3 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, a review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.